Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the lot number? Did the needle fall into the patient? If yes were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, it was reported that the needle broke. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4) date sent to the FDA: 2/10/2022 h6 component code: g07002: unable to investigate further additional information: h3, h6, d9 investigation summary the product was returned for evaluation. Visual analysis of the returned product revealed that an empty labeled winding former and a suture piece product code y463g were received for evaluation. The needle was not received for evaluation, and during the visual inspection of the suture piece, the ends were cut appears to be by use of the surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.